Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome and spinal pain. It was reported that the patient tried to charge the ins about 6 months ago, but they were unable to get the ins to take a charge. The patient has not charged the ins in over two years. The patient was going to follow up with their healthcare professional (hcp) regarding paging a manufacturer representative (rep) to have the system assessed. No symptoms or further complications were reported. Additional information received from the manufacturer¿s representative on (B)(6) 2018 reported that the patient¿s device was in an alleged overdischarge (od). The representative did 4 physician mode recharge (pmr) procedures but could not get the ins out of the od state. It was noted that the patient had been getting injections to relieve their pain and did not need the device therapy. This was the reason why recharging was not maintained. Recently, in the last month, the patient had si joint pain and the healthcare professional (hcp) wanted them to use the ins to help relieve their pain. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that no further attempts were made to bring the patient¿s device out of the od state. The patient was still in od. It was also reported that the no further actions/interventions were taken and the physician¿s office was notified. Per the physician, the plan was to revise the leads and replaced the ins. No date for the surgery had been set as of yet.